Event description:
Dialysis to be initiated on fres dialysis machine. Scheduled treatment time 2-3/4 hours. Weight loss goal 10 lbs. Dialyzer 9th use. Tx initiated at 12:03. At 12:30 pt c/o nausea and clamminess, diaphanetic. Bp 92/45. Pt was weighted and had lost 3 lbs in 30lbs. Uf goal had been set at 2.0. Blood returned. Tx initiated on another machine - completed w/o further difficultydevice not labeled for single use. Patient medical status prior to event: satisfactory condition. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.